Event description:
It was reported in an article in neurointerventional surgery that the patient was admitted for stent assisted coiling of a right internal carotid artery (ica) terminus aneurysm. As the subject microcatheter was being attempted to pass the second bend of the ica, ¿intraluminal dissection of the right ica distal to the first and proximal to the second 180° bend¿ was identified. The dissection was treated using a non-stryker revascularization device, which was deployed across the dissection. Imaging demonstrated ¿improved flow across the dissection and no embolic sequelae in the distal intracranial circulation.¿ the patient was awakened from anesthesia without any neurological deficits. Three days post the event, the successful stent assisted embolization of the ica aneurysm was performed and later the patient was discharged home without further complications.

Event description:
It was reported in an article in neurointerventional surgery that the patient was admitted for stent assisted coiling of a right internal carotid artery (ica) terminus aneurysm. As the subject microcatheter was being attempted to pass the second bend of the ica, ¿intraluminal dissection of the right ica distal to the first and proximal to the second 180° bend¿ was identified. The dissection was treated using a non-stryker revascularization device, which was deployed across the dissection. Imaging demonstrated ¿improved flow across the dissection and no embolic sequelae in the distal intracranial circulation.¿ the patient was awakened from anesthesia without any neurological deficits. Three days post the event, the successful stent assisted embolization of the ica aneurysm was performed and later the patient was discharged home without further complications.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated patient complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
Complaint source ¿ literature: chiu yuen to et al. J neurointervent surg 2013: e50 epub. The device is not available to the manufacturer.